Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 05/12/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-gf-001/serial number (B)(4)/lot number 5210040), being used with the complaint sensor, was returned on 06/02/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not confirm the reported event of inaccuracies. A root cause could not be determined.